Event description:
The customer reported that following sterilization, a brown/orange residue was noted leaking from the metal ends of this hose into the white cloth wrap. There was no pt involvement, injury or surgical delay reported.

Manufacturer narrative:
Investigation findings: an eval was unable to confirm the reported problem. Further investigation did find a brown stain on the diffuser end. A hose sample from a similar reported event was sent to a third party lab for material testing and toxicological testing. The results found that the material content of this discoloration/residue was a combination of organic (proteins) and inorganic (tap water) components. The samples sent for toxicology were found to be non-cytotoxic. In addition, conmed linvatec initiated a supplier corrective action request for this problem. The residue has been identified as a variation in dye lots coming from the thread used to make the braid on the exterior of the inner pressure hose. In addition, the dye coming from the braid located on the exterior of the inner hose would exit via the exhaust portion of the hose and out the coupling end of the hose located next to the supply source and away from the pt. The actual venting of air supplied to operate the handpiece occurs inside the inner hose. A formal corrective action is in place for this problem. As of july 17, 2007, natural nylon braid material is being used for the exterior of the inner pressure hose.